Event description:
It was reported that the patient underwent a plif at l1-s1 using posterior fixation. The patient complained of pain in articulation coxae at unknown time post op. It was found by x-ray that a rod at l4/5 was broken. The revision surgery was performed to remove the construct approximately 8 months post op. At the removal procedure, it was noticed that fusion occurred. It was reported that "the surgeon commented that the cause of pain in articulation coxae was not concerned with the broken rod".

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are lot# w05b0983 and #w07h1288. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 855-012, was cleared in the united states.